Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she was stuck in a prime rewind loop and she received a compromised force sensor system alarm on the insulin pump. Customer's blood glucose was 100 mg/dl. Customer stated that her pump went blank. Customer was unable to exit the preparing to prime loop. Customer was advised to disconnect from the pump. Customer stated that she was unsure if the drive support cap was protruded, sticking out, flush, or loose. Customer was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and to revert to a back-up plan.